Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the currently implanted device "doesn't work nearly as well" as the previous one, and indicated that when the device senses the natural heart rate, it "jumps in". The patient also expressed dissatisfaction with the device, despite having been adjusted multiple times. The device remains in use. No patient complications have been reported as a result of this event.